Event description:
A manufacturer representative reported that a power on reset (por) occurred while interrogating the battery prior to implant. The device was not implanted. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type accessory. Analysis of the implantable neurostimulator (s/n: (B)(4)) found with insignificant anomalies. (B)(4).